Event description:
On (B)(6) 2012 the pt reported the up button of her infusion device is not responsive. All other buttons respond. She noticed the issue just prior to the call. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.